Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of 24 mmol/l at the time of incident. The customer reported issues related to the sensor and transmitter. Troubleshooting was performed. The insulin pump will not return for analysis.